Event description:
It was reported that over 2 years post direct 3.0x8mm xience v stent implantation in the left main coronary artery (lm), the patient experienced angina. Due to restenosis, on (B)(6) 2011, the patient underwent coronary artery bypass graft surgery. There was no adverse sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, cardiac enzyme elevation and restenosis, as listed in the IFU (instructions for use) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v stent was delivered without pre-dilatation (direct stenting) and deployed at 18 atmospheres (atm), which is above the rated burst pressure. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The IFU also states: do not exceed the labeled rated burst pressure. In this case, the lack of pre-dilatation or deployment above rbp do not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.